Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncope event. Interrogation of the device noted episodes of atrial fibrillation (af) /atrial tachycardia and polymorphic ventricular tachycardia/ventricular fibrillation (pmvt/vf) at the time of the event. It was further reported that the patient experienced phlebitis and a (B)(6) bacteremia infection. The right ventricular (rv) lead was explanted. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.